Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of over 600 mg/dl. Cause was not known. Customer changed supplies and gave a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.